Event description:
Healthcare professional reported "deflation" against left device. Healthcare professional additionally reported left side capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
A visual analysis of the returned device identified: an opening on anterior, total delamination on plug strap disk shell, and crease flat. Leak test and microscopic analysis was performed which identified: a striated opening on anterior, total delamination on plug strap disk shell (adhesive failure), and non-penetrating nick on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage, and total delamination on plug strap disk shell assessed as adhesive failure.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.6b , d.9 , h.3 , h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported left side capsular contracture, baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.